Event description:
Additional information received reported that two percutaneous leads were placed below the paddle laminectomy to provide better coverage to lower extremities. The surgeon elected to disconnect the paddle lead, rather than remove, thinking that it ¿would be difficult.¿

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the patient had a lead revision on (B)(6) 2012. It was noted that the patient¿s paddle lead was clipped and left implanted. It was further noted the patient had two parallel leads implanted below the paddle lead around the 11th thoracic vertebrae. It was later reported that the patient was doing fine after the lead revision surgery.